Manufacturer narrative:
This report is filed on (B)(6) 2016. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, for reasons not reported. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to explant the device. This report is filed may 20, 2014. Device is currently unavailable.

Manufacturer narrative:
(B)(4). Device currently unavailable.